Manufacturer narrative:
The excelsior 1018 microcatheter was not returned. The microcoil system was cleaned before being returned. Located proximally 14.0 cm off the green introducer's tip, the coii/dpu protrudes for a length of 2.5 cm. No mechanical damage was found to the sheath. Located proximally 1.0 cm off the distal tip of the dpu is a series of severe kinks here is a series off kinks on the dpu. The coil's socket ring has been pushed off to the side and down under the outer sheath. The proximal end of the coil has been stretched. The remainder of the coil is undamaged. The coil was returned severely damaged. The most likely root cause of the coil becoming stuck and protruding out of the sheath may have been due to the selection of a noncompatible 18 series microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 inches (0.356 to 0.432 mm). The excelsior 1018 microcatheter has an inner lumen of 0.019¿. In addition; without the return of the excelsior 1018 microcatheter used in the procedure; it cannot be determined if there were other contributing factors involved with this complaint. A review of the manufacturing documentation associated with this lot revealed no issues that are potentially related to the complaint. Therefore no action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the procedure; the coil (cdf100410-30) got stuck at the hub of the microcatheter(excelsior 1018/boston scientific). When the physician pushed it harder; the coil came out from the introducer sheath. There was no patient injury reported. On (B)(4) 2011, failure analysis discovered that the proximal end of the coil was stretched.